Event description:
Caller reported a mobile system blood glucose result of 11.4 mmol/l, compact plus system result of 6.1 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for compact plus system.